Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant surgery the surgeon noted the "inferior insertion was weak" and decided to implant a three piece lens. After insertion of the iol, the surgeon noted the haptic rotated 180 degrees and the anterior and posterior capsule ruptured. The lens was removed and replaced with an anterior chamber iol. Following surgery the pt has retinal edema secondary to vitreous loss and is recovering slowly. Add'l info has been requested there are two medical device reports associated with this event. This report is for the second iol.